Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a right atrial flutter (r-afl) ablation procedure with a thermocool smarttouch sf which was found to not be irrigating on full flush. It was reported that when coming on rf delivery the ngen generator cut off right away and displayed an impedance and temperature too high errors (codes unknown). The catheter was removed from the patient and it was discovered that it was not flushing; not irrigating on full flush. They replaced the catheter to resolve the issue and continue the case successfully. There was no patient consequence. Additional information was received indicating it was the catheter which had the flow issue, not the ngen pump. There were no flow rate issues at the start of ablation. The issue was noticed while the device was being used on the patient and when the red stop and alarm was on the ngen pump and when the physician tried to come on ablation. Correct settings on ngen generator for selected catheter.

Manufacturer narrative:
On (B)(6)2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 23-oct-2024, additional clarification about the irrigation issue was received indicating the product issue was not noted on the catheter prior to use on the patient. The product was flushed properly prior before being entered into the patient then the catheter would not allow irrigation flow when physician tried to come on ablation and tried to re-flush outside the patient but no fluid came out. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31361144l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a right atrial flutter (r-afl) ablation procedure with a thermocool smarttouch sf which was found to not be irrigating on full flush. It was reported that when coming on rf delivery the ngen generator cut off right away and displayed an impedance and temperature too high errors (codes unknown). The catheter was removed from the patient and it was discovered that it was not flushing; not irrigating on full flush. They replaced the catheter to resolve the issue and continue the case successfully. There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, temperature, impedance and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test, no flow was observed through the irrigation hole. Afterwards, the luer hub was microscopically inspected, and it was found occluded with dry reddish material. A microscopic examination of the dome was performed, but no hole occluded were identified. Finally, the shaft was dissected, and the irrigation tube was inspected, and it was found occluded with dry reddish material. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed, however, the failure could be related to the occlusion identified during the analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The damage on the irrigation tube could be related to the temperature and impedance issue reported by the customer, therefore, the complaint was confirmed. The potential cause of the issues cannot be conclusively determined. The instructions for use contain the following warning and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. In relation to the temperature issue, the instruction for use (IFU) contains the following warnings and precautions: the instruction for use (IFU) contains the following warnings and precautions: do not use the temperature sensor to monitor tissue temperature. If the rf generator does not display the temperature, verify that the appropriate cable is plugged into the rf generator. If the temperature is still not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying rf energy. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. Recheck the irrigation system prior to restarting rf application. Before initiating the application of rf energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Finally, the instruction for use (IFU) contains the following warnings and precautions related to the impedance issue: protective impedance may reduce the risk of burns and permit continuous monitoring of the electrocardiogram during energy delivery. Apparent low power output, high impedance reading, or failure of the equipment to function correctly at normal settings may indicate faulty application of the indifferent electrode(s) or failure of an electrical lead. Do not increase power before checking for obvious defects or misapplication of the indifferent electrode or other electrical leads. In the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode inspected for coagulum before rf energy is reapplied as part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).